Manufacturer narrative:
The soft cannula was observed to be stretched and measured out of specification at 1.25 inches. The soft cannula was also observed to be punctured 0.65 inches from the nail head. Due to the damage to the soft cannula, fluid was unable to flow through the complete fluid path. The timing and cause of these damages could not be determined. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. No other damages or defects were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 300 mg/dl. The pod was worn on the patient's abdomen for between 36 and 48 hours. As treatment, a new pod was applied.